Manufacturer narrative:
Correction needed for UDI number.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018. There were no adverse consequences to the patient prior, during and post procedure. Externalized conductors were confirmed via review of x-ray, fluoroscopy and cine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with low pacing lead impedance, peak value and a rise in threshold. The patient had a history of shock therapy. The patient did not experience any adverse issues.